Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a clearlink system continu-flo solution set leaked; further described as ¿sudden wetness" on the gloves and "IV line malfunctioned and caused heparin leakage¿. This was observed during heparin intravenous (IV) management. There was breakage of the set that was not caused by force or impact; the line disconnected next to one of the ports. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.